Manufacturer narrative:
The sample was investigated further. The ft4 iii and ft3 iii results (both at the customer site and during the preliminary investigation) were confirmed. The investigation confirmed, the presence of an interfering factor against the chemical ruthenium label structure of the assay. This specific interference is addressed in product labeling: in rare cases, interference, due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. The investigation did not identify a product problem.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ft4 iii (ft4 iii) and elecsys ft3 iii (ft3 iii) on a cobas 8000 e 602 module compared to the abbott architect method. The results from the e602 module were reported outside of the laboratory where the physician requested additional testing. The sample was submitted for investigation where discrepant results were also identified for ft4 iii and ft3 iii from an e602 module used at the investigation site compared to the abbott method. This medwatch will cover ft4 iii. Refer to medwatch with patient identifier (B)(6) for information on the ft3 iii results. The customer¿s e602 module serial number was not provided. The e602 module serial number used at the investigation site was (B)(4). The ft4 iii reagent lot number used at the investigation site was 459257 with an expiration date of feb-2021.